Event description:
It was reported that the pt received inappropriate therapy due to noise within minutes of an appropriate therapy for ventricular tachycardia. The noise was observed again in clinic after an hv lead impedance test. The lead was capped and replaced. The pt's condition was noted as good.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.